Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump passed the displacement and self tests. The pump was monitored and no blank display anomalies were noted. The power connector was plugged in and locked in place properly. The power loss and low battery alarms were confirmed in the long trace. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display and low battery life. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.